Event description:
A field service representative reported, on behalf of the customer, that when the laser was turned off, the gantry moved downward. There was no patient involved.

Manufacturer narrative:
Local field engineer replaced gantry motor, and returned device to customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).